Event description:
Valve was removed from patient because it was leaking. Saline flowed through valve at 0 cm pressure. Valve caused siphoning effect. Valve was implanted on 6/25/98 and explanted on 2/2/99.